Event description:
It was reported that surgeon revised patient's right hip due to instability.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly liner. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.